Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) went from 10 months remaining to elective replacement indicator (eri) in a shorter period of time. Boston scientific technical services (ts) recommended device replacement as the device could potential be exhibiting low voltage capacitor behavior. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). All available information indicates this device remains in service. This report will be updated if further information becomes available.

Event description:
Additional information was received that this device was explanted. To date, the device has not been returned for analysis. This report will be updated should further information become available.

Manufacturer narrative:
(B)(4).